Event description:
The manufacture was notified on (B)(6) 2016 of the following: a (B)(6) woman with small annulus received a perceval implant in 2012 and required re-operation on (B)(6) 2016. The new aortic valve replacement to remove the perceval valve was quite complex. It was referred that the hospital is making some tests to exclude the possibility of valve infection. It looks that one leaflet was blocked and the others were thick. The stent was completely embedded by fibrous pannus.

Manufacturer narrative:
The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at sorin group (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for the icv1209 23 perceval s pericardial heart valve at the time of manufacture and release. Leaflets calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Pannus tissue overgrowth into the inflow lumen also contributed to valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve.